Event description:
While rounding on the IV pump, the nurse observed the potassium bag was finished, however the baxter pump was still pulling from the potassium (secondary bag) and not pulling from the normal saline (primary bag) when the pump said the potassium was completed.